Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states chunks are missing out of casters. No additional information provided.